Manufacturer narrative:
No product was returned for investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott, the reported leak could not be confirmed.

Event description:
During the procedure, the hemostasis valve was cracked and blood leaked out from the hemostasis valve, after repeated insertion, removal and replacement of catheters. No visible damage on the introducer was noted. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.